Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, it was reported that the patient experienced osteolysis. As a result, the patient underwent a left knee revision an unknown amount of time after initial implantation. No further information available. No further patient impact reported.

Manufacturer narrative:
D10: 02-012-41-4040 - logic tibia traptray cem sz 4f/4t: (B)(6), 02-012-44-4013 - logic tibia implant psc insert, sz 4, 13mm: (B)(6), 02-020-11-0240 - truliant ps cem fem ps cem left sz 4: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1, b3, b5, d1, d4, d6b, e1, g2, g4, h4, h6 - medical device problem code, component code, type of investigation, investigation findings, investigation conclusions and h11. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient experienced osteolysis, polyethylene liner wear and loosening of the femoral component. As a result, the patient underwent a left knee revision approximately 4 years and 8 months after initial implantation. No further patient impact reported. No further information available.